Event description:
Spontaneous call: patient needs both pumps replaced since both are having issues with low battery alert (serial number (B)(4)). Patient had to go out and buy batteries and was able to get one pump to function. Per (B)(6), patient was off med for about an hour. She did experience nausea. Did the reported product fault occur while in use with the patient? Did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.